Event description:
The catheter was implanted on (B)(6), the machine showed e001 on (B)(6).

Manufacturer narrative:
Error e001 confirmed on monitor. The micro-cable is broken in the dongle shell, the catheter seems to have worked for several days, implanted on (B)(6) 2023 and explanted on (B)(6). Abnormal excessive traction is undoubtedly the cause of the breakage of the micro cable, especially since no jamming of it is visible at the electronic card; user error confirmed.

Event description:
The catheter was implanted on june 22,the machine showed e001 on june 29.